Event description:
The customer alleged that she tested her blood glucose and received readings of 184, 40 and 67 mg/dl using her contour meter and another meter. The customer did not specify which reading came from which meter. The difference between the 184 reading and the 40 and 67 mg/dl readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer did not have time to troubleshoot during the call. Customer service contacted the customer twice, but she was unable to troubleshoot or provide additional information at the time of the call. No product will be returned.